Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
Per customer: the waveform analysis was inaccurate. Of note, I did have the leads placed appropriately and didn¿t have anything electrical (cellphone, watch, call light, tele) near patient. Additional information received 4/11/2023: advanced catheter and would get what appeared to be deflection and smaller p wave so left out 5cm and got ¿green diamond¿ with maximum p wave height. Chest xray - PICC line with tip at the level of the mid svc. Radiologist said to advance 4cm.